Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). Ni/ni/ni: it is alleged by the patients attorney that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). This supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4 (product catalog no., corporate lot no., expiry date, UDI no.), d6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol - perfix plug (device 3). An additional supplemental emdr was submitted to represent the bard/davol - perfix plug (device 1) and an additional MDR was submitted to represent the bard/davol - perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). Ni/ni/ni: it is alleged by the patient's attorney that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿. Per additional information provided: on (B)(6) 2009 - patient was diagnosed with recurrent left inguinal hernia, right inguinal hernia thereby underwent open repair with implant of perfix plug (right - device 1 and left - device 2). Per op notes, "in the right side, a perfix plug (device 1) was placed and sutured. In the left side, a perfix plug (device 2) was placed and sutured.". On (B)(6) 2013 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (right - device 3 and left - device 4). Per op notes, "in the right recurrent defect, a perfix plug (device 3) was placed and sutured. In the left recurrent defect, a perfix plug (device 4) was placed and sutured.". On (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia, umbilical hernia thereby underwent laparoscopic right inguinal hernia repair and open umbilical hernia repair with explant of mesh (device 1 and 3). Per op notes, "in the right side, adhesions were taken down and the mesh (device 1 and 3) was removed. A synthetic mesh was placed and tacked. The umbilical fascial defect was repaired using sutures.".